Manufacturer narrative:
The hill-rom technician found the brakes not holding due to defective parts. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006,2007, and 2009--2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced 2 bushings and 2 cams on mechanism block assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake pedal moves out of the brake position when the bed is moved (brakes not holding). The bed was located at the account in the maintenance shop/ there was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).